Event description:
It was reported that the field was unable to retrieve induction episode information regarding this subcutaneous implantable cardioverter defibrillator (s-ICD). A request to boston scientific technical services was made to get such data. The s-ICD remains in service and no adverse patient effects were reported. Additional information from technical services review of device data confirmed the s-ICD had previously delivered an inappropriate shock to the patient due to oversensing of noise. The induction episode the field originally sought to review was overwritten and not available. Troubleshooting options were provided to the field and the s-ICD remains in service. No adverse patient effects were reported.